Manufacturer narrative:
E1 - phone number: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history records for the possible lot numbers said to be involved were reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated dhrs. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of these lots. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the possible device history records confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an unspecified clipping procedure, the physician used a cook instinct plus endoscopic clipping device. It was reported that the clip wouldn't open properly once inside the patient, like the clip looked like a miniature version of the actual clip to which we still attempted to use but it was like the clip only semi-attached to the site and would fall off [interpreted as the clip jaw detaches from device]. User switched brands to achieve haemostasis in this patient. At the time of this report, our attempts to collect additional information regarding patient outcome have been unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.